Manufacturer narrative:
If implanted; give date: n/a (not applicable). The healon endocoat is not an implantable device. If explanted; give date: n/a (not applicable). The healon endocoat is not an implantable device. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tass (toxic anterior segment syndrome) developed in a patient who underwent cataract surgery where healon endocoat was used. Other products used at surgery were non-johnson and johnson products. The physician is not certain that the ophthalmic viscosurgical device (ovd) healon endocoat, could be the cause of the tass; and as he does not know exactly which lot number of the ovd was used with the patient, he is then reporting all 3 batches that they have in stock. It was learned that there was acute inflammation, vitrectomy + intravitreal drug placement was performed. Patient is doing fine after treatment. No other information was provided. This MDR report pertains to healon endocoat with lot# 028139. A separate report will be submitted for the other two healon endocoat suspect products. (Lot #s 027847 and # 028105).

Manufacturer narrative:
Additional information: further follow-up confirmed that the customer had samples taken and analyzed from the operating room. There was report of contamination in the water, establishing that factor as the source of tass; the clinic has already taken action to correct this. Device evaluation: product evaluation was not preformed because no product has been received. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.